Event description:
The complainant alleged that during routine testing by a biomed the device powered up with no display. The complainant indicated there was no pt involvement with this reported malfunction.